Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that she started to experience the reaction on (B)(6) 2016 an hour after insertion. The skin reaction is in the area where the sensor used to be glued to the skin and was described as raise skin. The next four days later the raised skin became worse to the point that the patient had to take the sensor off. The patient removed the sensor on (B)(6) 2016 due to the itchiness that was experienced. The reaction was located on the left side of the abdomen, approximately six inches directly to the side of belly button. Affected area was treated with a hydrocortisone 2%, which was prescribed for a previous skin reaction on (B)(6) 2016. Date of medical intervention is an approximation. At the time of contact, the patient was currently healing. No additional event or patient information was provided.